Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was in the 500mg/dl. The customer states they treated with pump. Troubleshoot was conducted and the customer has had bent cannulas in past. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.